Event description:
The problem appeared during atria fibrillation procedures: medical report: below we will describe our routine protocol used in our national specialized training center in more than 140 atrial fibrillation ablation procedures: before the right venous puncture all the sheaths (short and long) are washed and filled with saline solutions both into the sheaths and the introducers; after the patient is put under unconscious state by the anesthesiologist the right femoral vein is punctured and the sheaths are introduced in it; by the short sheath the decapolar diagnostic catheter is introduced and placed in the coronary venous sinus; following the speed cross long sheath is introduced into the right femoral vein up to the right superior vena cava. Then the guide wire is pushed out and replaced by a long transept needle up to the distal long sheath border. Then all the system is pushed down into the right atria up to the foramen ovale and the transept puncture is done stopping immediately as the point of the needle reaches the left atria. Being there the blood into the sheath is aspirated in order to be sure it is really an arterial blood and then a small amount of radio opaque contrast is injected there to check if the needle is really in the left atria. Then as all the system is introduced into the left atria the needle is being pushed down and together with the introducer taking out of the sheath. As in all cases up to now this procedure was done carefully and with no intercurrences. In this present case in the exact moment the needle and the introducer were taken out the proximal sheath valve was detached out of the sheath. Immediately the sheath was taken out and was replaced by a new one. But it was soon noted that the patient was having involuntary left leg movements. The procedure and the sedation were interrupted and the patient did not have any conscious or motor answers. The patient was then submitted in less than one hour to a cerebral angiotomography that showed the presence of air into the venous cerebral system confirming the diagnosis of an air cerebral embolism. Actually after about 2 months the patient is in vigil coma with no clinical improvements. The last tomography was done showing important cerebral lesions. Diagnosis or reason for use: atrial fibrillation.